Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse completed preventive maintenance and did not find an instrument malfunction. The cause of the inconsistent rubella igm results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Inconsistent rubella igm results were obtained on two patient samples on an immulite 2000 instrument. No results were reported to the physician(s). The samples were repeated on the same instrument and resulted lower. There were no reports of patient intervention or adverse health consequences due to the inconsistent rubella igm results.